Event description:
A malfunction was reported on the customer's pump, identified as malfunction code malf 12. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the device. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.